Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys / expiration date: 14-nov-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 11-jun-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced pericardial effusion and perforation. The delivery system (ds) was withdrawn into the inferior vena cava and the patient was tapped. Blood was drained from the pericardium and the patient was stabilized with medication, blood transfusion, and a pericardial tap. The leadless ipg was successfully implanted and remains in use. The patient was transferred to the intensive care unit (ICU). No further patient complications have been reported as a result of this event.